Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to report that the product was received in the product analysis lab on 26-oct-2023. The returned product is pending evaluation. A supplemental 3500a report will be submitted once the product investigation has been completed. This is one of 2 products involved with the reported complaint. The associated manufacturer report numbers are: 3008114965-2023-00680 and 3008114965-2023-00681. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to report the investigation finding of the returned device. The complaint device was returned for evaluation and analysis. The investigation finding is documented below. Investigation summary: a non-sterile prowler select plus microcatheter was received contained in the decontamination pouch. Visual inspection was performed. The concomitant 4mm x 23mm enterprise 2 stent delivery system was observed to be attached to the microcatheter. The microcatheter was observed with one flattened section from 4/50 cm to the distal end. It was also noted that at the tip of the microcatheter, the stent component is noted to be partially outside of it. A dried clot remained in the struts of the stent component. No other damages were observed on the device. The inner diameter (ID) and outer diameter (od) of the device were measured and confirmed to be within specifications. The prowler select plus microcatheter was flushed using a lab sample syringe. However, strong resistance was felt and water was not coming out of the distal tip. An unsuccessful attempt was made to withdraw the delivery system. The stent delivery system was also pushed forward in an unsuccessful attempt to remove it. The enterprise stent was unable to be pushed forward. A review of manufacturing documentation associated with this lot (31032663) presented no issues during the manufacturing or inspection processes related to the reported complaint. There were no nonconformances related to device manufacture or inspection. As part of the cerenovus quality process, all devices are manufactured, inspected, and released to approved specifications. The issue reported regarding the obstruction and resistance in the microcatheter was confirmed based on the findings. Based on the dried clot observed is suggested that an adequate flush was not maintained, resulting in resistance that could have led to the strong resistance felt during the advancement of the enterprise system. According to the risk documentation an adequate continuous flush not maintained is a potential failure mode that can cause air in system or stagnant blood. Also, insufficient flushing is a potential failure mode that can compromise the performance of the therapeutic device. The flattened section found in the device appears to be made by the rotating hemostasis valve (rhv) during the retraction of the device since difficulties were reported and is not considered related to the reported issue. Although no conclusion could be reached as to the cause of the event reported, it should be noted that product failure is multifactorial. The instructions for use (IFU) states that if strong resistance is met during manipulation, discontinue the procedure, and determine the cause of resistance before proceeding. If the cause of resistance cannot be determined, withdraw the catheter and guidewire as a system. Based on the manufacturing documentation review, there is no indication that the event is related to the device manufacturing process. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective / preventive action may be triggered at a later time. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. This is one of 2 products involved with the reported complaint. The associated manufacturer report numbers are: 3008114965-2023-00680 and 3008114965-2023-00681. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). Information regarding patient identifier, date of birth, age, gender, weight, race, and ethnicity were not provided. Section e.1: the initial reporter phone: (B)(6). The initial reporter email address was not available / reported. Section h.3: the device is available to be returned for evaluation and testing. However, it has not been received to date as indicated as ¿other¿ in this section as the reason for non-evaluation. If the device returns, a device investigation will be performed. A review of manufacturing documentation associated with this lot (31032663) presented no issues during the manufacturing or inspection processes related to the reported complaint. There were no nonconformances related to device manufacture or inspection. This is one of 2 products involved with the reported complaint. The associated manufacturer report numbers are: 3008114965-2023-00680. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Event description:
The healthcare professional reported that during an endovascular embolization procedure, the complaint stent, a 4mm x 23mm enterprise 2 stent (encr402312 / 8130016) became impeded in the distal end of the concomitant prowler select plus microcatheter (606s255x / 31032663) and could not pass through the microcatheter. The physician tried to withdraw the stent, but it could not be retracted. The physician removed the stent and the microcatheter from the patient¿s anatomy and replaced them with new devices (competitor brand(s)) to complete the procedure. The procedure was prolonged by about 10 minutes. There was no report of any negative patient impact. On (B)(6) 2023, additional information was received. The limited information indicated that a continuous flush had been maintained through the microcatheter. The physician did not consider the 10-minute extension of the procedure to be clinically significant.